Event description:
It was reported that tip detachment occurred. The chronic totally occluded target lesion was located in the right coronary artery which was fully stented. The occlusion was at the proximal end of the stent. A 190cm, straight-tip fighter guidewire was advanced with a turnpike in an attempt to cross the lesion; however, the tip of the wire sheared off. The detached tip was successfully removed by trapping the tip of the wire inside the guide with a balloon. There were no patient complications nor injuries reported. Additional wires were attempted to be used, but the procedure was unsuccessful.

Manufacturer narrative:
Device evaluated by MFR.: fighter, 190cm, straight-tip (5pk) was received for analysis. Examination of the returned product showed a curve over a length of 30 mm from the distal tip, and no other abnormalities.

Event description:
It was reported that tip detachment occurred. The chronic totally occluded target lesion was located in the right coronary artery which was fully stented. The occlusion was at the proximal end of the stent. A 190cm, straight-tip fighter guidewire was advanced with a turnpike in an attempt to cross the lesion; however, the tip of the wire sheared off. The detached tip was successfully removed by trapping the tip of the wire inside the guide with a balloon. There were no patient complications nor injuries reported. It was reported that tip detachment occurred. It was further reported that the procedure was aborted because the physician was unable to successfully cross the chronic total occlusion.

Event description:
It was reported that tip detachment occurred. The chronic totally occluded target lesion was located in the right coronary artery which was fully stented. The occlusion was at the proximal end of the stent. A 190cm, straight-tip fighter guidewire was advanced with a turnpike in an attempt to cross the lesion; however, the tip of the wire sheared off. The detached tip was successfully removed by trapping the tip of the wire inside the guide with a balloon. There were no patient complications nor injuries reported. It was further reported that the procedure was aborted because the physician was unable to successfully cross the chronic total occlusion.